Event description:
Neutropenia, hypercellular bone marrow with diminished myeloid to erythroid ratio [bone marrow disorder], severely anemic [anaemia], zinc toxicity [metal poisoning], copper deficiency, iron deficiency, balance problems [balance disorder], difficulty grabbing items/issues with hand dexterity [motor dysfunction], numbness, bilateral upper extremity numbness [hypoaesthesia], tingling in extremities, tingling sensation in hands [paraesthesia], weakness of extremities in both hands [muscular weakness], pain, posterior neck pain [neck pain], permanent injury [injury], occipital headaches [headache], range of motion is mildly limited [joint range of motion decreased], lhermitte's sign, b12 deficiency [vitamin b12 deficiency], leukopenia. Case description: an attorney reported that their adult female client, used fixodent denture adhesive, version unknown cream, unspecified frequency, for her dentures, beginning approximately in 2008 and gradually began noticing numbness and weakness. By (B)(6) 2012, she was severely anemic and suffered neutropenia and sought treatment at a cancer hematology clinic. On (B)(6) 2012 the consumer was admitted to the hospital for severe neutropenia and anemia. Bone marrow biopsy revealed hypercellular bone marrow with diminished myeloid to erythroid ratio and iron deficiency. On (B)(6) 2012, her physician instructed her to discontinue use of fixodent cream. Medical assessment on (B)(6) 2012 revealed copper deficiency, zinc toxicity and permanent injures including additional symptoms of pain, numbness, tingling, balance problems which affect walking and daily life. She continues to have numbness and tingling in her extremities and issues with hand dexterity which makes it difficult to grasp items. Treatment: unspecified medical treatment. The case outcome was unknown. No further information was provided. Medical records beginning in 2007 through 2012 provided by attorney (synopsis of medical records as follows): on (B)(6) 2007: cervical and thoracic spine x-ray: reason for exam: neck and back pain. Findings: straightening of cervical lordosis. No significant disk space height loss of foraminal narrowing. Normal height and alignment of the thoracic vertebrae. Mild upper and mid thoracic degenerative disk disease. Impression: no acute abnormality or significant change. On (B)(6) 2008: MRI cervical spine without contrast: clinical info: posterior neck pain radiates to thoracic area and bilateral shoulder, bilateral upper extremity numbness and tingling. Occipital headaches. Findings: the sagital noncontrast images show a subligamentous disc herniation at the c5-6 level. No endplate reparative changes are noted. No subluxation of the vertebral bodies noted. The facets show no abnormal signal. There is elevation of the posterior longitudinal ligament and effacement of the cord. The transaxial t2 image shows some asymmetry to the disc herniation eccentric to the right. The right lateral recess at c5-6 is markedly narrowed effacing the exiting c6 nerve root. The cord is unremarkable. The other levels are unremarkable. Impression: herniated disc on the right c5-6. (B)(6) 2008: initial pain clinic consultation. Consultation of a female, date of birth on (B)(6), with chronic neck and arm pain; onset of symptoms in (B)(6) 2007. Cervical MRI scan (B)(6) 2008 which showed subligamentous disc herniation c5-6 causing marked narrowing of lateral recess with effacement of existing c6 nerve root with other levels essentially normal. Patient has aching, throbbing pain with some intermittent muscle tension in posterior neck radiating across right shoulder and down right arm to elbow. Has numbness and tingling extends down right to right middle fingers but denies arm weakness. The patient is able to walk without difficulty. Pain is exacerbated with sitting, walking and standing and better laying down. Range of motion mildly limited. Musculoskeletal examination: gait is normal. Tandem gait is stable. Toe-heel standing is normal. Impression: right c5-6 disc herniation causing lateral recess stenosis with effacement of right c6 nerve root causing neck pain and mild right upper extremity radiculitis. (B)(6) 2008 family medicine clinic physician progress note: herniated cervical disc in 2006, onset related to lifting heavy object. Sulfonamide allergy. Patient presented with intermittent stabbing burning pain located at cervical spine exacerbated by flexion, extension and lifting. Neurological exam: normal strength, sensation and reflexes. Rx: hydrocodone apap 10/325 mg. (B)(6) 2008 family medicine clinic physician progress note: presented with neck pain requesting pain med. Pt reports constant pain triggered recurrence of depression. Rx hydrocodone, muscle relaxant, ssri. On (B)(6) 2008 pain clinic f/u: pt presents with neck pain radiating into her upper arm with tingling sensation in her hands. Pain is constant and aggravating significantly by extension and flexion maneuvers of the neck. Impression: cervical disk herniation with mild cervical radicular symptoms. Anxiety and depression. Medications include zoloft and soma. Begin trial of nortriptyline. Treatment: cervical epidural steroid injection at c7-t1. On (B)(6) 2008 - pain clinic f/u: f/u appointment after epidural steroid injections in which pt reports fifty percent improvement of symptoms; some discomfort in back of neck and no radiating pain. Allergy to codeine. Medications: zoloft, soma and vicodin. Treatment: tens unit for pain in neck and upper back. Impression: neck pain from cervical disk herniation causing cervical radiculopathy that has improved with cervical epidural steroid injections. (B)(6) 2009: family medicine clinic physician progress note: presented with right arm pain for 2 weeks, tender along later aspect of forearm and over lateral epicondyle. Diagnosis: tendonitis right arm. Plan: right arm splint, heal to area, prednisone taper. (B)(6) 2009: occupational therapy note: medical/surgery history: unspecified essential hypertension, upper back pain "bulging disc", arthritis neck region, wears dentures, headache, psychiatric disorder "claustrophobia", cesarean delivery x2, kidney obstruction as child/surgery, tubal ligation. Objective: fitted with prefabricated wrist immobilization bracer to reduce stress on the extensor muscle belly and allow time to rest. (B)(6) 2009 family medicine clinic physician progress note: chief complaint chronic upper back pain. Patient is sole supporter for family and has been working very hard resulting in a lot of pain. Rx amrix (cyclobenzaprine), hold soma for present. (B)(6) 2011: family medicine clinic physician progress note: pt complains of neck pain with radiation to arm bilateral including deltoid area. Symptoms are exacerbated by flexion and extension. Plan: cervical traction, exercises, nsaid - meloxicam (mobic). (B)(60 2011: family medicine clinic physician progress note: continues with neck pain level 5/10 when overdoes. Diagnosis herniated disc and anemia. Hemoglobin 11.1 (range 12.0 - 16.0 g/dl), hematocrit 35.8 (range 36 - 46%). December 28, 2011 pain clinic f/u: pt presents with increased neck pain into both arms experiencing shooting pain into both arms and numbness of hands and fingertips; is dropping things. Pt feels use of traction has worsened her symptoms. Takes hydrocodone 10/325mg 6 to 8 times a day, soma, zoloft and ibuprofen. Symptoms now bilateral. Numbness and tingling in both hands. Weakness of extremities in both hands. Examination: pain with palpation over c7. Pain shoots into arms when looks down. Hand grip 3/5 bilaterally with full rom of shoulders. (B)(6) 2012: family medicine clinic physician progress note: f/u for abnormal cbc noted in workup for pain clinic/ denies fatigue, skin pale, stool heme neg. Assessment: anemia -leukopenia. Plan: hospital admission for work-up. On (B)(6) 2012: hospital admission (B)(6) 2012, discharged (B)(6)2012. Admitting and discharge diagnosis: neutropenia and anemia. Hospital course: admitted for severe neutropenia and anemia which is significantly different from previous baseline. Pt underwent bone marrow biopsy with results of diminished myeloid to erythroid ratio; mild dyshematopoisis, diminished storage iron with increase pseudoplastic iron. Pt complaining of neck pain and MRI showed right paracentral predominant angular bulging. Occult blood stools negative. History of present illness: pt undergoing MRI, revealed cbc with white count of 1.2; hemoglobin 8.1 and platelets 235. Repeat cbc revealed pt's absolute neutrophil count was 0.4. Pt admitted for work-up for severe neutropenia and severe anemia. Review shows the pt had been mildly anemic in the past and has had normal counts. Consultation for bulging disc sounds like pt has possible cervical stenosis; numbness in fingers. Examination revealed bilateral numbness and electric shock feeling when flexing her neck bilateral upper extremity. Symptoms inconsistent with MRI finding of spurring at c5-6 towards right. MRI normal. Likely has lhermitte's sign which is seen in setting of cervical myelopathy or radiation to the cervical spine. Rule out ms, b12 deficiency and medulla oblongata pathologies. Complete MRI of brain. Assessment and plan: workup for anemia and neutropenia unrevealing. Count are stable, discharge home. Exam: MRI brain with contrast: impression: no significant abnormality. Treatment included: packed red blood cells, (carisoprodol) soma, (hydrocodone, acetaminophen) norco, (ibuprofen) motrin, (sertraline) zoloft, morphine, (temazepam) restoril, (lorazepam) ativan, (enoxaparin) lovenox, tylenol, benadryl, k-tab. On (B)(6) 2012 hematologist office visit: follow up visit after hospitalization for neutropenia and anemia with bone marrow biopsy completed. The patient required two units of packed red cells, no evidence of gastrointestinal bleeding. Laboratory from copper levels is deficient at 3 and zinc level is high. Examination: motor 5/5 sensation intact. Assessment: neutropenia, anemia, copper deficiency and zinc toxicity. Plan: anemia/neutropenia, suspect this related to patient's zinc toxicity and copper deficiency. Patient has been using fixodent and was instructed to stop. Start patient on copper. On (B)(6) 2012 cytogenic karyotype report: specimen source: bone marrow aspirate collected on (B)(6) 2012. Karyotype: 46.xx[20]. Interpretation/comments: an apparently normal chromosome complement was observed in all metaphase cells analyzed. Within the limits of the cytogenetic methods used, the chromosomes had normal g-banding patterns with no evidence of any consistent chromosomal rearrangement to suggest an acquired clonal abnormality. The result does not rule out a neoplasm. Subtle chromosomal abnormalities or the presence of an aberrant clone, which could exist in a low proportion of cells, cannot be excluded. Overgrowth of normal cells may supersede and mask an abnormal cell population. On (B)(6) 2012, hematologist visit with family nurse practitioner: follow-up visit, patient has previously started on copper and advised to avoid zinc. Assessment: neutropenia, anemia, copper deficiency and zinc toxicity. Plan: anemia/neutropenia, suspect this related to patients zinc toxicity and copper deficiency. The patient was instructed to stop fixodent and was actually given a name of an adhesive that has no zinc. Copper started at 8 mg then titrated weekly. On (B)(6) 2012 pain clinic visit: patient reports numbness to bilateral hand at all times. Electric shock down both arms, right more than left, when she flexes her cervical spine forward (shock on anterior aspect of arms and only occurs when she flexes her head in that position). Patient has difficulty doing things with hands due to numbness such as opening jars. Exam normal muscle tone and strength 5/5. Plan: emg/ncv to evaluate numbness. Current medication: copper gluconate, carisoprodol, hydrocodone, ibuprofen, sertraline. Treatment cervical epidural for cervical radicular pain. On (B)(6) 2012: emg nerve conduct study: pt history/exam: numbness in all the finger tips. Impression: normal study. No electrodiagnostic evidence of neuropathy, plexopathy or radiculopathy in the upper extremities. On (B)(6) 2012: hematologist office visit: follow-up for severe anemia and neutropenia and the pt was found to have copper deficiency and zinc. The pt was placed on oral copper supplementation. Plan: neutropenia, resolved. Anemia, stable. Bone marrow did show iron deficiency and will start on iron table daily. Zinc toxicity. Zinc level has come down. Copper deficiency, almost normal today. Will have pt continue copper for four weeks. On (B)(6) 2012: pain clinic visit: treatment: cervical epidural steroid injection at c7 - t1. On (B)(6) 2012 neurosurgeon f/u visit: f/u visit for severe lhermitte sign with symptoms worse and dexterity issues. Diagnosis: neck pain, b12 deficiency, decreased dexterity and positive lhermitte sign. F/u visit after one epidural injection helped with neck pain when she looks up but not looking down, still gets electric shock feeling in arms and numbness in both hands. Pt reports symptoms getting worse and also has dexterity issues. Emg/ncv are normal. Flexion causes lhermitte. Assessment/plan: unsure cause lhermitte sign. Flexion extension x-rays do not show any instability. On (B)(6) 2012: x-ray cervical spine: impression; intact cervical spine in flexion and extension.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.